Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient connector was unable to pair to the mobile programmer application in order to take a patient out of magnetic resonance imaging (MRI) mode. It was noted that that the screen was frozen and it was not possible to to force close the application. Troubleshooting steps were taken to include attempting to select a different patient connector; however, the patient connector did not populate on the selection screen. There was no patient involvement.